Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. On (B)(6) 2014, the customer had identified the leak as blood on the tops of the sample tubes. While investigating, the customer found approximately 4ml of blood and diluent had leaked onto the sam (sample aspiration module). The customer resolved the leak by replacing the probe and flushing the waste pathway from the probe and performing the instrument shutdown process. MDR 1061932-2014-03080 was completed for that event. On (B)(6) 2014, the event recurred. The customer reported the analyzer was leaking blood and diluent onto the sample cap for every sample. The spill volume was reported as 5ml, and was not contained within the analyzer. The analyzer was taken out of service by the customer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the analyzer and found an obstruction (clot or clog) in the probe wash collar caused the intermittent leak. The probe wash collar was replaced resolving the leak. This MDR is related to MDR 1061932-2014-03080 for the incident reported on (B)(6) 2014 at the same customer facility, using the same analyzer.